Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4318 lot #: 18367053/18892120 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at both midline and the ipg site. It was believed that the cause of the infection was due to revision of chronic wound and incision never healed. The patient was prescribed antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively.